Event description:
Medtronic rec'd info that after placing this urchin device to the apex, the surgeon was moving the heart and damage to the heart tissue resulted. The surgeon commented that they felt the damage was due to the pt's fragile heart tissue. The damaged tissue was able to be repaired without further complications reported. The urchin device will be returned for analysis.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of physical damage or abnormalities. There were no rough spots detected on the headlink or capture foam. Review of mfg records for this product did not reveal any abnormalities or non-conformances. Conclusion: the reason for return could not be confirmed. Analysis did not reveal any areas on the urchin evo that would have caused damage to the heart. Since the device was tested and found to be free of abnormalities and rough spots, it is likely that the root cause of this event is simply the pt's fragile heart tissue. It was also reported that the customer recently switched to the model hp3500 product from a competitor's. It is possible that the customer is used to using a sliding motion as some competitive products function. However, with the hp3500, the device is supposed to "lock" in place. Moving the device in a sliding motion at high suction could potentially damage a pt's heart tissue. Instructions for use, document number: (B)(4), rev a document's contraindications such as fragile tissue.